Event description:
It was reported that the customer experienced high blood glucose levels, the sensor glucose readings were inaccurate, and a bent sensor cannula was found. The blood glucose reading was 184 mg/dl, compared with the sensor glucose reading of over 400 mg/dl. The customer stated that she was unable to calibrate because her blood glucose reading was high when she awoke. She noted that the insulin pump alarmed calibration error and change sensor. Upon troubleshooting, she was advised that the sensor may have been malfunctioning and was advised to change her insertion site. The caller was advised that the sensor be replaced. The most recent blood glucose reading was 129 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.